Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow valve.

Event description:
Major pump unit(s) involved: device thrombosis, additional text: inflow, specific component(s) involved: inflow valve, additional text: inflow thrombus, other component:, causative or contributing factor: no specific contributing cause identified, other cause:, intervention(s): other interventions, specify, other intervention : tpa, implant device type: lvad, malfunction device type:.